Manufacturer narrative:
Product analysis: analysis confirmed the reported issue; the upper case was broken, the encoder was pushed inside of the external pulse generator (epg), and the knob was missing. It was also found that the display wires were pinched, with compromised insulation. There was a damaged capacitor on the main printed circuit board (pcb), the keypad was scratched, main seal was pinched, and the lower case was broken and dented. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken knob. The epg has been returned for service. There was no patient involvement.